Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the drive support cap was loose customer's blood glucose level was unknown. Customer reported that the insulin pump wasn't drop. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will not be returned for analysis.